Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: depuy synthes mitek received and evaluated the complaint device. Only the proximal end of the broken milagro screw was returned. Visual inspection of the device revealed the screw was broken and the screw threads were damaged, confirming this complaint. Use of excess torsion during insertion may cause the screw to become stuck in the inserter. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality, or using incorrect instrumentation for preparing the bone hole; however, the root cause of this specific device failure cannot be conclusively determined. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no internally assignable cause for the reported issue. Review of the depuy synthes mitek complaints system revealed 2 similar complaints for this lot of 787 devices released to distribution in 2014. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that a milagro br screw broke and got stuck on the inserter during a ac joint reconstruction. The case was completed by using a longer screw in the same bone hole. There were no patient consequences or delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.